Event description:
The pt underwent endovascular repair of aaa with the ovation abdominal stent graft system on (B)(6) 2012. The pt returned for a routine six month follow-up on (B)(6) 2013 and presented with a potential type iii endoleak. The potential type iii endoleak is present at the routine twelve month follow-up on (B)(6) 2013. As of the date of this report, there is no planned re-intervention.